Manufacturer narrative:
(B)(4). Date sent: 7/21/21. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one individual box from a psee45a was returned for analysis. Upon visual inspection, the individual box and tyvek was noted to be ripped and the damage was observed to be from the outside to the inside. As part of our quality process, the manufacturing records of this lot was reviewed, and the manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to how the package become damaged. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Date of event is (B)(6) 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information received: could you please confirm if any damage to the packaging was observed? Yes. Did the damaged result in a loss of sterility? Yes. Any hole, tear, or puncture in the tyvek or blister that compromises sterility. Open or incomplete seal.

Event description:
It was reported that the or manager had a single device that was damaged through the product box and the tyvek.